Event description:
It was reported that, "during the hip surgery, when the surgeon was reaming the pt femur, the reported device disassembled. The surgeon removed all disassembled parts from the pt hip without any problems. However, when our distribution center stuff got the disassembled device, a c washer and a shot pin were already lost by someone."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.